Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, granuloma and silicone migration was received on (B)(6) 2021 with lot number 2622887. Analysis of the returned device identified, the weight the device within specification, creases fold, wear abrasion and cloudy in the gel. In additional analysis no other observation observed. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Event description:
Device has been explanted.

Event description:
Patient reported rupture, silicone migration and granuloma. This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture, silicone migration, and granuloma. Reoperation has not been scheduled at this time.

Event description:
Patient reported rupture, silicone migration and granuloma. This relates to the right side. Device remains implanted.